Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of blower not working possible water. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center, and observed the burned pca the customer complaint was reproduced. There were 5 errors been identified. The device was scrapped.